Event description:
It was reported that the patient came to the hospital after receiving several inappropriate shocks. The interrogation revealed noise in the vtip to vring configuration consistent with a lead fracture. The patient was admitted to the hospital. The detections were turned off on the device, and the lead was scheduled to be replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.